Event description:
The ge oec 2600 uroview fluoroscopy system required multiple re-boot attempts to have system work properly.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the floppy signal cab, and floppy drive were defective. Both were replaced. The system was tested, and operates as intended. The system was released to the customer for use. The facility was unable or would not provide any patient information with respect to this issue. No negative patient effect was caused by this malfunction.